Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy by -13.50 percent. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. Three accuracy tests were performed to investigate the reported issue and it was not confirmed. The device passed all three accuracy tests and functions performed. There was no problem found.